Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the replacement procedure with this implantable cardioverter defibrillator (ICD) the setscrews were not able to be loosened. Both the torque wrench and the fixed screwdriver were used without success. The physician then choose to drill the header to free both the right ventricular (rv) lead and right atrial (ra) leads. The leads were able to be successfully removed from the header, but it was reported they had material attached from the header/setscrews. It was decided to surgically abandon the leads and implant a new df-4 single chamber ICD. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Visual inspection noted that the header was detached from the device case and in multiple pieces. Pieces of the leads were stuck inside the ra and rv connector blocks. The set screws were in the down tightened position. Both set screws were loosened and the remaining pieces of the leads were removed. It was concluded that the damage was induced as a result of the explant procedure.